Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis resulting in permanent damage. Device issue: no device malfunction reported. It was reported that the pt returned to the physician's office and a restenosis in the middle of the stent was observed. It occurred between 9-12 months after the implant. No add'l event or pt info is available.